Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the mildly calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the radial artery. A 5x200mm armada 18 balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no noted issues; however, during the first inflation, the balloon was noted to rupture at 10atms. Therefore, the bdc was removed and another balloon catheter was used to continue the procedure. There were no adverse patient effects nor clinically significant delay. No additional information was provided.